Event description:
Pt had jackson-pratt drain placed after mastectomy surgery on (B)(6) 2019. Pt presented to physician office on (B)(6) 2019 for drain removal. Nurse in office cut the suture and attempted to remove drain with normal tension. Part of drain broke off during removal and remained in pt, requiring physician to reopen mastectomy incision to retrieve remaining internal piece of drain. Upon examination after removal, the clear plastic connector that connected the white drain to the clear tubing was the part that had torn apart.